Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1212 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during a PICC placement the tabs did not break off the introducer. It was stated when the rn went to snap it apart, it came apart easily but a small piece of plastic was left completely around the catheter and the rn used the scissors and cut the plastic off.